Event description:
It was reported that the pt had concerns with their device or therapy but had a revision scheduled for (B)(6) 2011. The pt had an appointment with their new healthcare provider (hcp) where she found out one of her leads was fractured. The pt reported the hcp stated numerous other pts were experiencing the same problems due to no fault of their own. The pt expressed that she had done nothing but sit in an ICU for the last two months, due to the condition of a relative, and did nothing to cause damage to the leads. Additional info received reported that when the pt saw the hcp, the hcp told the pt he could do a battery replacement. All of the pt's impedances were greater than 4000 ohms. When the hcp opened her pocket for the revision, the battery was very superficial and the lead was tangled and bent around the battery. The hcp felt that putting in a new lead was the best decision and the lead was compromised. The pt reportedly responded very well. Also reported, the pt was apparently told by the manufacturer's representative that the first implant battery would last 10 years. The pt went to adjust their device but the batteries were dead. The pt put new batteries in it and then the pt programmer showed a code to "call your doctor." Additional info has been requested, but was not available as of the date of this report.

Event description:
Additional review of the file showed that the following information also was reported in MFR report # 3004209178201106452 and does not pertain to this report: "it was reported that the patient had concerns with their device or therapy but had a revision scheduled for (B)(6) 2011. The patient had an appointment with their new healthcare provider (hcp) where she found out one of her leads was fractured." The patient expressed that she had done nothing but sit in an ICU for the last two months, due to the condition of a relative, and did nothing to cause damage to the leads. Additional information received reported that when the patient saw the hcp the hcp told the patient he could do a battery replacement. All of the patient's impedances were greater than 4000 ohms. When the hcp opened her pocket for the revision, the battery was very superficial and the lead was tangled and bent around the battery. The hcp felt that putting in a new lead was the best decision and the lead was compromised. The patient reportedly responded very well. Also reported, was the patient was apparently told by the manufacturer's representative that the first implant battery would last 10 years. The patient went to adjust their device but the batteries were dead. The patient put new batteries in it and then the patient programmer showed a code to "call your doctor." This MFR report # pertains to the unknown patient's experiencing lead fractures. Additional information received reported that there were suspected procedural issues. Re-education was provided and it was believed that this would be able to resolve the issues. A number of lead revisions had been performed.

Manufacturer narrative:
(B)(4).